Event description:
It was reported that during a colostomy closure procedure, the device was fired. When the surgeon checked the anastomosis with a proctoscope , there was a hole on the staple line. The surgeon removed the staples and the legs were barely bent; the staples were malformed. Another device was used to complete the case with no patient consequence. The surgeon checked again with a proctoscope and leak tested. The staple line was complete with no leaks. The used device was discarded. Two sterile devices to be returned for analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Devices (a) and (b) arrived sterile and in good visual condition. The breakaway washers were present and uncut and the devices were fully loaded with staples. The devices were tested for functionality with the returned washers and both devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.